Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor saline breast implants and experienced several postoperative symptoms. The patient¿s symptoms included: depression, anxiety, extreme fatigue, gi issues, ibs, dry eyes, blurry sight, brain fog, memory loss, itchy skin, cystic acne on face, body extremely hot body extremely cold, weight gain, body pain, frequent and urgent urination, and insomnia. The diagnoses were not confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.